Event description:
During the freeze pretesting prior to contact with the patient probe 4 froze up the entire shaft. It was replaced.

Manufacturer narrative:
Testing indicated a vacuum insulation failure in the cryoprobe. Frosting of the shaft was confirmed. No patient injury was reported.